Manufacturer narrative:
Review of the device history records for the tibial component and bone cement did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component and bone cement. Primary operative notes indicate that the knee was well balanced with good tracking. Patient visit notes dated (B)(6) 2015 indicate that the patient was experiencing pain and had x-rays that indicated radiolucency and varus alignment of the tibial component. Operative notes from the revision surgery indicate that the patient was revised due to tibial component loosening. It was also noted that the tibial component had subsided on the medial side. Per the persona knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The info provided on this form was previously submitted under manufacturing report number (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a loose tibia component.